Event description:
Baxter reported "when that are using the product they observed broken membranes." This was associated with the use of the psn 170 dialyzer. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.

Event description:
Received report of one incident of a blood leak at the arterial header of the psn 170 dialyzer "in the beginning of therapy". It is unknown if a hemastix was used to confirm the leak. The estimated amount of blood loss is unknown. It is also unknown if any blood returned to the patient. Per the national complaint coordinator there was no patient injury or medical intervention associated with this incident.